Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this programmer had a black screen and emitted smoke. This programmer was sent back. No patient involvement was reported.